Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that spaceoar was implanted by a urologist in the perirectal fat during a spaceoar implant procedure performed on (B)(6), 2019. Reportedly, fiducial marker was implanted together with spaceoar and there were no issues noted during spaceoar placement. According to the complainant, approximately five weeks into the radiation treatment the patient complained of loose stool and discomfort during bowel movement that continued through week eight of the treatment. On (B)(6) 2019 the patient was examined upon completion of his radiation therapy and complained of gastrointestinal discomfort. On (B)(6) 2020 the patient had colonoscopy and an ulcerated abnormality that looked like a fistula tract was noted. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: no event date was given, therefore an approximate date of (B)(6)2019 was used as the event date based on the event comments of "approximately week 5 of treatment." Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: patient code 1862 captures the reportable event of fistula. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to block h6 (patient codes).

Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date based on the event comments of "approximately week 5 of treatment." The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 24, 2020 that spaceoar was implanted by a urologist in the perirectal fat during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, fiducial marker was implanted together with spaceoar and there were no issues noted during spaceoar placement. According to the complainant, approximately five weeks into the radiation treatment the patient complained of loose stool and discomfort during bowel movement that continued through week eight of the treatment. On (B)(6) 2019 the patient was examined upon completion of his radiation therapy and complained of gastrointestinal discomfort. On (B)(6) 2020 the patient had colonoscopy and an ulcerated abnormality that looked like a fistula tract was noted. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.